Event description:
Boston scientific became aware of an event involving a captivator - snares through the article, outcomes of underwater endoscopic mucosal resection for colorectal polyps - insights from western india, by sridhar sundaram, et al. Per the article, between january 2021 and june 2023, 159 patients with sessile colorectal polyps more than 10 mm in size without any features of sub-mucosal invasion underwent uemr (underwater endoscopic mucosal resection). A total of 18 adverse events were identified among 261 procedures. They encountered ten intra-procedural bleedings, four deep mural injury (type ii dmi), and four delayed bleeding (post-procedure day 5). All events were managed endoscopically without surgical intervention. Please see the referenced article for full details.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6) hospital. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2301 captures the reportable event of additional device required.